Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown cup, unknown. Unknown, unknown stem, unknown. Unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01493, 0001822565-2018-01492, 0001822565-2018-01495.

Event description:
It was reported that the patient underwent a right total hip arthroplasty and was revised due to osteolysis, loosening, and titanium synovitis. Subsequently, the patient underwent an irrigation and debridement procedure to evacuate a subcutaneous hematoma and to place a hemovac drain. The patient was started on IV vancomycin. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through medical records received. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent an irrigation and debridement procedure to evacuate a subcutaneous hematoma and to place a hemovac drain approximately two (2) weeks post total hip revision procedure. The patient was started on IV vancomycin. Attempts have been made and additional information on the reported event is unavailable.